Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump alarming failure code 403.317.871.0000. This condition was found during patient therapy and stopped therapy. The facility representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
The device is available for evaluation but has not yet been received by baxter. A follow up medwatch will be submitted upon completion of baxter's investigation. (B)(4)

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation could not confirm the reported condition a failure code 403.317.871.0000. The root cause could not be determined. No action was necessary to repair the reported condition. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.